Manufacturer narrative:
(B)(4): device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 3 months. The device is expected to be returned for evaluation. It has not yet been received. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). On an unspecified date in (B)(6) 2015, it was reported that the patient had elevated lactate dehydrogenase (ldh) levels and hemolysis. A ramp echocardiogram revealed that the aortic valve remained open even when the pump speed was incremented to 12000 rpm. The patient's physicians decided to explant the pump on (B)(6)-2015. Upon explant, it was reported that there was visual confirmation of thrombus in the pump. The patient was reported to be stable post explant with an intra-aortic balloon pump in place. The patient was also on dialysis. No additional information was provided.

Manufacturer narrative:
Device evaluation: the explanted pump was returned for analysis. Upon disassembly of the device, tissue-like depositions mixed with blood were observed partially occluding the inlet section of the rotor and blood tube. Additional thrombus formations were observed on the mid-section of the rotor and within the outlet stator. The observed depositions and thrombus formations showed areas of denaturation, indicating that they were present in the pump while it was operating; however, the origins of the depositions as well as a duration in which they were present in the pump, could not be determined. Although a specific cause for the development of the observed depositions could not be conclusively determined through this evaluation, the thrombus formations were occluding a significant portion of the blood flow path through the pump which could have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood contacting surfaces were examined under a microscope did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.